Event description:
(B)(6) study, same patient as MFR#: 2134265-2013-04652. It was reported that during a percutaneous coronary intervention, sub-optimal deployment occurred. The patient presented on (B)(6) 2011 due to positive stress test and unstable angina and underwent cardiac catheterization. It revealed three target lesions. Target lesion no.1 was located in the de novo mid right coronary artery (rca) with 90% stenosis and was 36mm long. The physician treated the lesion with the placement of a 3.5mm x 38mm taxus ion. Post procedural residual stenosis was 9% with timi iii flow. Target lesion no.2 was located in the de novo right posterior atrioventricular segment with 70% stenosis and was 6mm long. The physician treated the lesion with the placement of a 2.75mm x 8mm taxus ion. Post procedural stenosis was 9% with timi iii flow. Target lesion no.3 was located in the de novo distal right coronary artery with 60% stenosis and was 32mm long. The physician treated the lesion with the placement of a 3.0mm x 28mm taxus ion followed by a 3.0mm x 8mm taxus ion which was suboptimally deployed. A 3.0mm x 8 quantum balloon was selected for post dilatation at 30 atmospheres. Post procedural stenosis was 9% with timi iii flow. The patient was discharged on aspirin (asa) and clopidogrel.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).